Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that tech services was contacted due to a red alert for high out of range pacing impedance measurements of greater than 2000 ohms. The lss was trigger. Tech services reviewed latitude and found the pacing impedance reached greater than 2000 ohms once nine months earlier and triggered the lss. Shortly after that the pacing impedance increased back to greater than 2000 ohms and remained there since (B)(6). Further review found oversensing of noise leading to non-sustained events and pacing inhibition with asystole greater than two seconds. The lead remains implanted. Biotronik has no information in regards to a revision.